Event description:
It was reported approximately 3 months post implant of a bifurcated device and an infrarenal aortic extension the patient was seen for follow-up. A computed tomography (CT) scan performed and indicated the proximal portion of the cuff extension was observed to be narrowing, like an "upside down funnel" shape. It was reported that this was due to the cuff not following the bending of the aorta. The physician decided this finding did not indicate problems and that it should be followed-up. Approximately 6 months post implant, on (B)(6) 2014, another follow-up CT was performed and indicated migration of the cuff was observed. It was reported that this was due to remodeling of the native blood vessel. The physician decided to follow-up the event. Approximately 12 months post implant, on (B)(6) 2014, another follow-up CT was performed and indicated the patient had an occlusion within a right limb of the graft was observed as well as thrombi within the graft main-body. Ankle brachial index (abi's) were reported to be 0.32 on the right and 0.41 on the left. Thrombolytic therapy was attempted. Approximately 14 months post implant, on (B)(6) 2014, the stent graft was removed surgically, then a blood vessel prosthesis implantation was performed. According to the information received, that patient was recovering as of (B)(6) 2014.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device retained at user facility.

Manufacturer narrative:
The device was not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were adequate imaging studies available for this review. Product use was incongruent with the IFU and might have contributed to this event due to an aortic neck angulation of greater than 60 degrees. Two days post implant; there was evidence to support a partial stent collapse of the bifurcated stent, 1.3 cm superior to the bifurcation. There was also evidence to support a partial stent collapse of the cuff at the opening 2.2 x 1.2 cm. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been distributed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.